Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that per the hcp, the cause of the catheter shear was not determined. The shear of the catheter was at the pump connector site only so this portion was removed and replaced with a new sutureless pump connector. The sheared catheter piece was discarded by the hcp. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving bupivacaine, 30 mg/ml concentration at 15.6 mg/day dose and dilaudid, 2.5 mg/ml concentration at 1.3 mg/day dose via intrathecal drug delivery pump for peripheral neuropathy and spinal pain. It was reported that the rep was currently in the operating room (or) now and they were replacing the sutureless connector on (B)(6) 2018. Reason for call was that the rep wanted to confirm specs of the sutureless connector and to also report this event. The patient was experiencing an increase in pain about a month ago. The reported that they had tried to aspirate the catheter under fluoro about a month ago as well and they were not able to. During the procedure (B)(6) 2018, the rep stated when they removed the pump segment, she could tell a portion of the catheter was sheared. The rep stated this would explain why patient had an increase in pain and them not being able to aspirate. The rep stated they removed about 5.3 cm of the catheter and replaced it with the sutureless connector. The patient was doing fine and did not have withdrawal. Patient's weight was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2019-jun-04. It was reported that additional interventions on (B)(6) 2018 included the following: attachment device (sutureless catheter) was placed onto the tip of the intrathecal catheter and subsequently aspirated the remaining medication volume from the catheter.

Manufacturer narrative:
Aware date for follow-up report # 3 corrected from 2018 to 2019. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated that during surgical exploration of the catheter on (B)(6) 2018 surgical observation found the catheter to be dislodged. The catheter was fixed in the exploratory surgery. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was catheter dislodgment. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. No further complications were reported/anticipated.